Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test. Customer blood glucose at the time of incident 33 mmol/l. Troubleshooting was performed. Customer was using fully charged aa battery. Customer was to avoid exposure to any strong magnetic fields. Customer stated they received frequent battery failed alarms. Customer did self- test and the insulin pump passed. Insulin pump will be returning for analysis.